Event description:
Independent repair center customer alleged alarm will not function and the key failure is the compressor is knocking/noisy. Additional malfunctions include the power switch for the control panel has a short circuit.